Manufacturer narrative:
A supplemental MDR will be submitted if new information is received. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) provided additional information regarding the catheter fracture. The spinal portion of the catheter was disconnected from the proximal portion of the catheter at the metal connecting pin. Upon gentle traction on the catheter and with further dissection, there was obvious complete catheter fracture with the fracture occurring anterior just anterior to its entry into the intrathecal space. It appeared that the entire remaining portion of the old catheter was within the spinal canal.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions of use of the device, catheter fracture is a possible known risk of use of the device. (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a catheter that was replaced. Additional follow up communication with the clinical specialist (cs) confirmed the following timeline: initially, the patient was complaining of an increase in pain. Approximately a month later, the attending physician wanted a dye study to be scheduled to rule out catheter retraction or displacement. Several months later, a slight underinfusion volume discrepancy was observed with the expected volume being 3.9ml and the actual aspirated volume being 4.2ml. The patient's dosage was then increased. Later, another slight underinfusion volume discrepancy was observed with the expected volume being 5.1ml and the actual aspirated volume being 5.6ml. The following month a catheter dye study was performed in which the physician stated that the catheter was likely fractured. The patient stated that there was a period of time that they had severe nausea. The catheter was later replaced and discarded.